Event description:
Patient was revised due to peri-prosthetic fracture resulting from a fall. Intraoperatively found poly wear of the liner.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records was not provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product code is discontinued item. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.